Manufacturer narrative:
Report required by FDA for eua. Relates to (B)(6), (B)(6), (B)(6) (3014862188-2022-00606, 8, 9: tests 1, 3, 4 of 4).

Event description:
User reported 4 false negative results. Positive by 2 different rapid antigen tests. This is report 2 of 4.